Event description:
It was reported that there was cross chamber oversensing and the ventricular event was not marked. No changes have been made at this time and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 383059, implanted: (B)(6) 2006. Product ID: 383059, implanted: (B)(6) 2006. (B)(4).